Event description:
It was reported that the inner ring of a surgical light sterilizable handle broke during a surgical procedure. The failure caused the handle to release from the light head and fall into the surgical site.initial evaluation of the returned handles indicates that the inner ring of the handle may have been tightened down too far during the assembly process. Damaged product has been returned to the fabrication facility for further analysis.